Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) arrest. It was also reported that the right atrial (ra) lead had post operatively dislodged. The ra lead was confirmed to be in the right ventricular (rv) by fluoroscopy. The ra lead was also noted to be sensing in the rv with r waves noted on the atrial electrograms (egm). The ra lead was removed and a pin plug was inserted. No further patient complications have been reported as a result of this event.